Event description:
On 3/10/2023, it was reported by a sales representative via email that an ar-3670 fibertak biceps implant system anchor pulled out during tensioning. This was discovered during a procedure. Case completed using another ar-3670 fibertak biceps implant system. Additional information received on 3/15/2023: this was discovered during a distal biceps repair procedure on (B)(6) 2023 and completed using another ar-3670 fibertak system.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.